Event description:
It was reported that ¿the doctor found the airbags and pipe joint was leakage. The product was not used in the patient. The patient¿s current was normal.¿ analysis found that one of the wires was bent and had punctured the cuff.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): product evaluation: analysis found that when compared to the assembly drawing: the electrode wires were bent which indicates misuse or mishandling. One of the wires was bent and had punctured the cuff which would have resulted in the reported event. There was no damage to the packaging that would indicate a cause. Note: the instructions for use indicate ¿there is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation¿. (B)(4)